Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a pacemaker implant on (B)(6) 2021. The patient presented for device interrogation a few hours post-procedure. Upon interrogation, intermittent capture at max output in both unipolar and bipolar and low sensing was observed. The lead was found dislodged. An x-ray performed showed decreased slack in the lead. The lead was explanted and replaced. The patient was stable.